Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a visual inspection of the returned sensor revealed that the sensor wire and sensor pod were missing.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a cgm (dex 076) issue. It was alleged that the sensor wire was broken off and remained in the patient¿s body. No further information was provided. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.